Event description:
It was reported that a device leak and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was successfully implanted on (B)(6) 2024. The patient was discharged. During a routine 45-day follow-up on (B)(6) 2024, it was noted there was a leak due to closure device shifting. No information was provided at that time. The leak was below the fabric and had not endothelialized. A computed tomography (CT) was performed after multiple transesophageal echocardiography's. The patient remains on warfarin. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by a bsc medical safety representative. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Part # m635wu50270 batch # 0032678263. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a device leak and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was successfully implanted on (B)(6) 2024. The patient was discharged. During a routine 45-day follow-up on (B)(6) 2024, it was noted there was a leak due to closure device shifting. No information was provided at that time. The leak was below the fabric and had not endothelialized. A computed tomography (CT) was performed after multiple transesophageal echocardiography's. The patient remains on warfarin. There were no patient complications.